Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a below the knee procedure. The wire was advanced beyond the lesion and a balloon dilatation catheter was advanced on the wire and inflated at the lesion to hold position and exchange the guide wire. Resistance was noted during removal of the wire and once removed, it was noted that the tip of the wire was separated and remained in the balloon catheter. The balloon was deflated and the catheter removed with the separated tip remaining in the device. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to remove was unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and guide wire separation appears to be related to case circumstances of the procedure. Based on the reported intimation, it is likely that during advancement, the distal end of the guide wire became damaged or kinked causing the resistance and the difficulty to remove. Manipulation against resistance ultimately resulted in the distal core separation while inside the balloon catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.